Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It should be noted that the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a customer reported that he had been receiving an error-4 message on his adc blood glucose meter for the past two weeks, and was unable to check his blood glucose. The customer stated that on (B)(6) 2017 he had a slight headache, and was scheduled for a regular check-up at the (B)(6). At the (B)(6) hospital the customer¿s blood glucose was tested at 9:30 am with a result of 311 mg/dl, and an aic result of 12.3 was also reported. The customer was diagnosed with hyperglycemia and high blood pressure. He was treated with 10 units of insulin and told to rest for a few minutes. His blood glucose was tested again with a result of 152 mg/dl. The customer was given new medications of metformin (dose not reported) and simvastatin. The customer tried to change the battery in his adc meter when he returned from the (B)(6), but reported that the meter was still not working.

Manufacturer narrative:
No product has been returned and the meter serial number that was provided was deemed to be invalid. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle freedom meters. Trips were observed and are being monitored through tracking and trending. The manufacturer of freestyle freedom meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. The useful life of freestyle omni strips is 1.5 years. As the manufacturing date of this product is 11/06/2011, it has been in distribution beyond its useful life prior to this case's awareness date of (B)(4) 2017. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2017 a customer reported that he had been receiving an error-4 message on his adc blood glucose meter for the past two weeks, and was unable to check his blood glucose. The customer stated that on (B)(6) 2017 he had a slight headache, and was scheduled for a regular check-up at the va. At the va hospital the customer¿s blood glucose was tested at 9:30 am with a result of 311 mg/dl, and an aic result of 12.3 was also reported. The customer was diagnosed with hyperglycemia and high blood pressure. He was treated with 10 units of insulin and told to rest for a few minutes. His blood glucose was tested again with a result of 152 mg/dl. The customer was given new medications of metformin (dose not reported) and simvastatin. The customer tried to change the battery in his adc meter when he returned from the va, but reported that the meter was still not working.